Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced sensor failure during sensor startup period. Patient stated that the wire did not stay under her skin and the wire fell out when the applicator was removed.